Event description:
Laparoscopy - "when applying the clip to the vein between the both ends of the clip an arch remains and the vein bleed after cutting. Due to the bleeding the view of the surgeon was hindered and the surgeon damaged the gall bladder by accident." Patient status: "ok."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.